Event description:
It was reported that while using the bd vacutainer® lithium heparinn 75 usp units blood collection tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter there is something white and transparent, stickyl. This occurred 160 times.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor plasma was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® lithium heparinn 75 usp units blood collection tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter there is something white and transparent, stickyl. This occurred 160 times.